Manufacturer narrative:
Device evaluation:the reported issue that the instrument was not getting the white cartridge to pass quality controls(qc's) was not verified during service. The service technician performed multiple tests, cleaning of unit, lubing of all worm gears for the left right movement, up down movement, and the syringe dispenser. Also, replaced start/stop switch and overlay due to it not adhering to the unit properly. The service technician adjusted voltages for 5vdc and 24vdc and tested unit with all tests passing. The service technician performed white quality control (qc) test twice and was unable to duplicate the issue. The service technician performed software upgrade as part of a mandatory technical service upgrade (tsu).preventive maintenance was performed per specifications. Note that the instrument was not returned to medtronic facility but was serviced by field service technician. Conclusion:no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings . The hms plus white paper describes the most common failure modes and the clinical impact of these. This investigation was completed with the information that was provided. If additional information is received this investigation will be reopened if deemed necessary. No further actions to be taken at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the customer wanted a preventative m aintenance (pm) performed on an instrument that was not getting the white cartridge to pass quality controls (qc's), instrument had not had a pm since 2015. The customer stated they performed qc's with multiple cartridges from different lots. The cartridges were not kept. The instrument was not used again until after the unit was tested. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the liquid whites failed. There were no errors noted during the quality control test. The control values were not obtained or used in the case. Medtronic received additional information that the electronic control passed and the white liquid controls failed. Liquid control is performed every 7 days and electronic control is performed every 8 hours.